Manufacturer narrative:
Visual analysis of the returned device identified broken shell, around 0-25% of the shell missing. A weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge where localized stresses induced in radius side was assessed as surgical impact (a dimensional measurement of the shell was performed which identified the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where localized stresses were induced assessed as a result of surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Email received from doctor reporting "both implants rupture. Diagnosed by usg." The device has been removed. This device relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Email received from doctor reporting "both implants rupture. Diagnosed by usg." The device has been removed. This device relates to the right side.